Event description:
The customer alleged that the audio alarm is too low and intermittent. The hospital ebme inspected the device and could not duplicate or recreate the intermittent problem. The mallinckrodt customer support engineer (cse) inspected the device and he verified that the alarm was noticeably too low when the pot was turned to maximum and when on low the alarm was almost none existent. The cse replaced the audio alarm. The unit passed extended self testing. There was no pt involvement.